Manufacturer narrative:
The specimen was collected in a 4ml bd vacutainer tube and was analyzed 31 minutes after collection. The instrument is currently performing within qc specifications with respect to controls and reproducibility. Controls were run before and after this incident and recovered within assay limits. Raw data analysis is pending to date. Service has not been dispatched to date. The failure mode cause of this event is unknown. Per product labeling; beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coutler lh 750 instrument generated erratic eosinophils (eo%), neutrophils (ne%), and monocytes (mo%) results on a single patient specimen without instrument generated flags. Erroneous results were reported out. The operator noticed the high eo% results and performed a manual smear review, which did not have eosiniophils on the slide. The customer then ran the same specimen on a second lh750 instrument and recovered lower eo% results. The customer then ran the same specimen on the initial lh750 instrument and recovered similar lower eo% results, which they considered correct. There was no death, injury or affect to patient treatment attributed to this event.